Event description:
It was reported that patient underwent left total hip replacement surgery in 2008, during which he received a durom acetabular component. Post-op, patient has been experiencing pain, and surgeon has recommended revision surgery, which is scheduled for 2009.